Event description:
It was reported that the atrial output connector on the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper case, one side bail cover and lower case were broken, the battery contacts were compressed, the ring and one side bail were bent and the keyboard was scratched.